Manufacturer narrative:
Other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. It is unknown which lead was involved in the reported event.

Event description:
A health care professional (hcp) via a manufacturer representative reported a lead was removed due to abnormal resistance values. A consumer had a sudden loss of stimulation. Resistance values measured some of the electrodes with abnormal resistance values. It was unknown whether the lead or adapter exhibited abnormal impedances values. A revision was done and the lead position was changed. A new lead was used to connect with the already implanted adapter, and upon measuring the resistance values, there were no abnormalities, so it was specified as a lead fracture. Factors noted to have caused the event were a wire fracture due to contact with the spinous process. The hcp considered it was inappropriate that the lead direction was superposed horizontally on hypodermic (subcutis) stimulation and spinous process. The issue was noted as resolved. The consumer's underlying disease was noted as lower back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.